Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 43.55 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint regarding jaws severely misaligned was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument had the jaws severely misaligned. The procedure was completed with no reported injury.